Event description:
The customer reported to olympus no image is displayed, even when the power is turned on. There was no harm or user injury reported.

Manufacturer narrative:
The evaluation confirmed the reported issue of no image appearing even when the power is turned on. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 20-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the imaging unit, a board inside the scope connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.